Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify how the device "did not work". Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Endo cuter device allow close the jaws with reload, but mentioned reload doesn¿t cut and deliver any staples. The analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the device white reload did not work; the surgeon tried to load once again this reload and had the same situation occur. The surgeon decided to use another reload and it worked without any problems. There were no adverse consequences for the patient reported.